Event description:
After insertion of the catheter over the spring wire guide, the spring wire unraveled and a portion was retained. The separated portion was removed under x-ray. There were no add'l reported pt complications.